Event description:
It was reported that high impedances of greater than 40,000 ohms were measured on electrode two during a stage two procedure. The defective extension was replaced and after the replacement, all impedances were measured to be within normal range. The patient was doing fine after the surgery.

Manufacturer narrative:
Result: codes were updated.

Manufacturer narrative:
Concomitant products: product ID 37086, serial # (B)(4), implanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # va0qngb, product type lead; product ID 3387s-40, lot # va0qngb, product type lead; product ID 37086, serial # unknown, product type extension. (B)(4). Analysis of the extension (s/n (B)(4)) found the body of the extension conductor was broken less than 5 cm from the proximal end. Circuit #2 was broken 2.8 cm from the proximal end.